Manufacturer narrative:
Medwatch sent to FDA on 08/13/2018. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera system include: -balloon deflation and subsequent removal.

Event description:
Reported as: a patient with the orbera intragastric balloon experienced colored urine. Device was removed and replaced.

Manufacturer narrative:
Supplement #1: medwatch sent to FDA on 09/19/2018. Device summary evaluation: a visual examination was performed on the returned device, and noted the balloon was received deployed. The balloon shell was noted to be discolored, as it was light purple in appearance. One opening was noted on the anterior portion of the balloon shell. Blue particulate matter was noted on the inner surface of the balloon shell, and blue particles were noted on the outer surface of the shell. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from eight separate openings on the balloon shell. Under microscopic analysis, all eight openings on the balloon shell were noted to have striated edges, consistent with damage from a surgical tool. Yellow particles were observed on the inner surface of the valve.